Event description:
It was reported that, during a surgery, the shaft's coating of the werewolf flow wand was damaged. It did not fall inside the body. The procedure was completed without a surgical delay using an equivalent sn back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case- (B)(4). H11, h3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The shaft has damage from another object rubbing on it or sheer force. The shaft covering is ripped, exposing the metal shaft. No issues with the tip. A functional evaluation was performed on the returned device and found no issues. The damage to the device did not prevent functionality. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.